Manufacturer narrative:
(B)(4). Date sent: 10/20/2025 d4: batch #unk investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with one gst60b reload loaded on the device. The reload was received fully fired. Upon further inspection, the reload was found to have damaged on the knife channel. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. Additionally, the condition of the knife was inspected and it showed no visible damage. The found damage on the reload is consistent when the device is fired over an already existing staple line; when this happens, it is possible that the knife may push the staple line and tissue forward shaving the reload deck. The device event log was reviewed. The log indicates that no suspect power cycles were noted. Additionally, photos were provided and they showed an articulated device 60mm. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a97k0c, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2025. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Additional information was requested, and the following was obtained: did the device deliver any staples? =>yes.if yes, were the staples formed properly? =>no.if yes, was the staple line complete? =>no. Did the device cut? =>yes.if yes, was the cut line complete? =>no.if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc?=>not everything was cut. Was there any difficulty opening the device? =>no.if yes, how was the device removed from the patient? =>n/a.if yes, did the jaws eventually open? =>n/a.

Event description:
It was reported that during a pancreaticoduodenectomy, the staple could not be applied properly and fired when tried to cut with cartridge blue, but the front wall was cut and the back wall was not cut. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: was it noticed any abnormalities/faults in functionality when using this product (e.g., strange sounds, jaws opening and closing, articulation, etc.)? No, there was not. If you know, please tell us the shape of the staples. (For example, u-shaped, earthworm-shaped, etc.) The inner row was in a b-shape, the middle and outer rows were u-shaped and staples were not applied. Was there any bleeding or tissue damage at the time of this event? No, there was not. What treatment was performed for areas where the staples were not applied properly? Hand suture was performed. Were there any issues with the patient's condition after surgery? No, there were not. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.